Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the external pulse generator (epg) exhibited a system error. The epg failed the incoming test on the super cap voltage test, one capacitor on the battery board was not soldered. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the external pulse generator (epg) subsequently tested out of specification during manufacturer's analysis.